Event description:
Additional information: the patient experienced low flow hazard alarms along with driveline disconnect alarms after the controller exchange occurred. The patient was admitted to the intensive care unit (ICU) in stable condition. No further alarms had occurred. The patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the backup system controller was returned for evaluation following the reported event of low speed/pump stop and "connect driveline" events. The provided log file from the returned backup system controller (serial number (B)(6)) contained data within the timeframe of the reported event spanning approximately 3 hours ((B)(6) 2023, 11:37 ¿ 14:53 per timestamp). Low speed/pump stop events were intermittently observed throughout the data, and driveline disconnected flags were observed during some of these events. The system controller¿s software version was observed to be version 7.23; with system controller software version 7.23, issues with the driveline can result in false driveline disconnect alarms. Based on the reported speed drop/pump stop events occurring on the patient¿s primary and backup controllers, the type of behavior captured within the submitted log files is indicative of a potential driveline issue resulting from a phase-to-phase short, investigated under MFR report # 2916596-2023-02100. A log file was also extracted from the returned backup system controller during testing containing data spanning approximately 5 days ((B)(6) 2023 per timestamp); however, no atypical events regarding the controller were observed throughout this log file. The returned backup system controller was functionally tested and was found to operate a mock loop as intended. Atypical events were unable to be reproduced throughout all testing. False driveline-related alarms occurring on system controllers with software version 7.23 have been resolved upon upgrading the controller¿s software to version 7.29. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The controller was shipped to the customer on (B)(6) 2016. The heartmate ii patient handbook (rev. C, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment for damage, including damage to the system controller, and to obtain replacements if needed. The heartmate ii patient handbook (rev. C, section titled ¿emergency contact list¿) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced pump stops and driveline disconnected alarms. The patient's controller was exchanged for their backup controller, but this did not resolve the issue. The patient was admitted; x-rays and labs were taken and a computerized tomography (CT) scan and echocardiogram (echo) were performed. Results were requested but not yet provided. Related pump MFR #: 2916596-2023-02100.